Manufacturer narrative:
Covidien reference: (B)(4). The customer support engineer (cse) evaluated the device and replaced the graphic user interface (gui) printed circuit board (pcb). The device was then placed back in service.

Event description:
It was reported that during patient use, the screen of a ventilator went black and did not recover. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).